Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2020, product type: extension. Product ID: 3708660, serial#: (B)(4), product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot#: (B)(4), ubd: 25-sep-2024, UDI#: (B)(4); product ID: 3708660, serial/lot#: (B)(4), ubd: 25-sep-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a revision surgery that was going to take place. The reason for revision is to explore possible infection. During investigation, additional information was received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported there was no infection confirmed at this time; the patient had potential skin erosion on the extensions. A surgery was scheduled (B)(6) to replace the extensions, but the patient had covid so their surgery for was cancelled and going to be rescheduled at some time.